Event description:
Related manufacturer report number: 2017865-2022-48169. It was reported that a patient presented with both atrial and right ventricular (rv) leads dislodged. During lead revision, the physician noted that both the atrial and rv lead helices were unable to be retracted. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.